Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adaptor does not connect to the flow meter. No patient involvement reported.

Manufacturer narrative:
(B)(4). A 340 ml water bottle lot 18b192 and one 040 adaptor were received for evaluation. The adaptor was received with no packaging, so lot number cannot be confirmed. The adaptor was received connected to the bottle. There was a drain hole in a bottom corner of the bottle, unrelated to the complaint. The adaptor body is white and the snap cap is clear. The bottle's trigger tab is intact. Visual inspection shows that the adaptor snap cap is too far down the adaptor body. A review of lot number reported was conducted. The review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. Visual inspection shows that the adaptor snap cap is too far down the adaptor body. Complaint is confirmed as related to the assembly portion of the manufacturing process. Further investigation will be conducted under a non-conformance.

Event description:
Customer reported the adaptor does not connect to the flow meter. No patient involvement reported.